Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tone. The device was programmed to beep for elective replacement indicator (eri) and the patient had a diaphragmatic stimulation in the past. Boston scientific technical services (ts) discussed the possible causes of beeping tone. Further, the crt-d and right atrial (ra) lead exhibited high pacing lead impedance(pli) measurement via remote monitoring system a few months ago. Additional information obtained from the field representative that the cause of beeping tone and high pli were not determined. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.